Event description:
It was reported that tip detachment occurred and remained in the patient. The target lesion was located in the non-tortuous and highly calcified distal left anterior descending artery. A 300cm, straight-tip samurai guidewire was used and 1 inch detached in the distal lad. Multiple balloons were used in this case and stenting was not successful. The patient went to surgery with chest pains. Surgery was performed but the detached tip could not be recovered. No further complications were reported and the patient status was fine.

Event description:
It was reported that tip detachment occurred and remained in the patient. The target lesion was located in the non-tortuous and highly calcified distal left anterior descending artery. A 300cm, staight-tip samurai guidewire was used and 1 inch detached in the distal lad. Multiple balloons were used in this case and stenting was not successful. The patient went to surgery with chest pains. Surgery was performed but the detached tip could not be recovered. No further complications were reported and the patient status was fine.

Manufacturer narrative:
Device evaluated by MFR.: as a result of examining the appearance of the returned item, it was confirmed that the core and coil were severed at a position about 6mm from the tip.